Event description:
I used super poligrip from approximately (B)(6) 2009 until (B)(6) 2010. While I was using fixodent, I began experiencing numbness and tingling in my extremities. Tests taken at that time showed that I had low levels of copper and now requires continued medical care from my doctor. Dose or amount: denture, frequency: once daily, route: oral. Dates of use: (B)(6) 2009. Diagnosis or reason for use: teeth's dentures. Event abated after use stopped or dose reduced: no.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer's step-son reported that the aviva meter had a glucose reading of 211 mg/dl at a time when the customer was experiencing low blood glucose symptoms of being "completely out of it and had obvious signs of low blood sugar." He states that his mom called the paramedics and they obtained a blood glucose between 30 mg/dl and 40 mg/dl when they arrived. It is stated that this is 20 minutes after the reading of 211 mg/dl. Customer was treated with an IV of glucose and transported to the hospital for further treatment. Customer was treated and released from the hospital. There was no delay of treatment based upon the reading of 211 mg/dl. Requested return of suspect device and replacement was sent.